Event description:
It was reported by the surgeon that the gamma3 nail broke due to delayed fracture healing.

Manufacturer narrative:
Add'l info has been requested and if received will be submitted on a supplemental report.